Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Trident reamer handle broke at the connection of the reamer to the attachment on the drill. No metal fell into the patient. The case was completed using an alternative handle.

Manufacturer narrative:
Corrected data: product available to stryker. Additional information: lot #; returned to manufacturer on;device manufacture date. An event regarding crack/fracture involving an acetabular remear handle was reported. The event was confirmed. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which concluded that the fracture may have been caused by an overload of force applied in the power tool coupling region over time. See supplier investigation results attached for further information on the supplier¿s assessment.

Event description:
Trident reamer handle broke at the connection of the reamer to the attachment on the drill. No metal fell into the patient. The case was completed using an alternative handle.